Event description:
Patient had port placed on [redacted date]. Had a port check done due to sluggish flow and at that time noted to have a metallic looking density noted in proximal portion tubing connected to port on x-ray imaging on [redacted date]. Patient came to have a new port placed today [redacted date]. When inspected it looked like it was not metallic but just something bubbled in the tubing material. Likely a defect in manufacturing. 8fr smart port, angiodynamics, model# ct80lppdvi, lot# 5772537, implanted [redacted date]. Potentially could have caused patient harm.